Event description:
Boston scientific received info that this transvenous right ventricular lead did exhibit difficulty in placement during the implant procedure. The implanting physician thought the lead had been settled in the apex, but also noted thresholds were high at the time. Then two days post-implant, total loss of capture and sensing was observed. The pt has ebstein's anamoly, a congenital heart defect in which the opening of the tricuspid valve is displaced towards the apex of the right ventricle. The physician attempted repositioning the rv lead without success. The physician, after many attempts to reposition the lead, removed it from service and successfully replaced it with an acute rv lead.